Event description:
The affiliate reported that the device was implanted via v-p shunt. The initial pressure and the date of initial surgery are unk. After the surgery, the doctor tried to change the pressure, but the device could not reprogram the pressure. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The root cause of the problem reported was due to biological debris. This debris on the cam mechanism, on the base of the cam mechanism pillar, on the ruby ball, the seat of the ruby ball and on the base plate can cause this type of problem noted. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.